Event description:
It was reported that the cap was missing from the patient line of the homechoice cassette. This was noted before use. The patient continued treatment with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received in an open pouch and an evaluation was performed to investigate the reported event. During visual inspection, it was found that the pull ring tip protector was missing from the patient line. Pressure testing was performed and no abnormality was observed. The device was tested using customer conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.